Event description:
Outpatient brought to x-ray room to have an exam. When the patient was instructed to sit on the elevated footboard, the footboard suddenly dropped off the table and hit the floor. The patient fell to the floor. Upon examination of the table footboard, the screw broke off the footboard that secures it to the table. Further follow up revealed that there was an electrical malfunction in a relay causing the table not to realize that the top was extended and when the table was returned to the upright position, the footboard touched the floor placing pressure on the footboard and jamming the footboard hence shearing the bolt. Since the footboard was jammed, no one could have known about the bolt.